Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 0090638. Customer states that the needle hub separated and stayed inside of the shield. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch # 0090638 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200894508] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed. A complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 0090638 h3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo separted from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and stayed inside of the shield. Verbatim: consumer reported that the needle hub separatedand stayed inside of the shield. Consumer did not have difficulty removing the shield."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 8mm 90 bx 450 mo separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated and stayed inside of the shield. Verbatim: consumer reported that the needle hub separated and stayed inside of the shield. Consumer did not have difficulty removing the shield."